Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and aligned the cbc (complete blood count) module and resolved the high cbc background issue. (B)(4).

Event description:
The customer reported cbc (complete blood count) would fail to meet background requirements during the instrument daily checks process when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The fse identified the cbc module required alignment. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.